Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During setup for patient use, the thermogard console (sn (B)(4)) displayed "pump failure" error message. Following this, the console was immediately replaced with another thermogard console and continued with ivtm therapy. No consequences or impact to patient.